Manufacturer narrative:
(B)(4). It was reported that the secondary set¿s male luer tip snapped off into the primary set (non-baxter product) while the set was being changed. The reporter stated that no force was being used to disconnect the secondary set from the primary set. It was reported that there was ¿some leakage¿ of potassium chloride. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the end of an interlink system secondary medication set broke off into the cassette of the primary set. The device was being used for patient infusion of potassium chloride in dextrose. The secondary set snapped off into the primary set while the set was being changed. There was no patient injury or medical intervention reported. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.